Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 02/06/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. Unrelated to the keypad issue, the pump powered up to a dim display with pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was tactile issue with the keypad buttons. No additional information was available. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Additional information: reporter called back and indicated that the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. It was noted that there was no evidence of moisture or corrosion in the pump and there was no delivery issues.